Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (b)(67) 2016, the reporter contacted lifescan (lfs) USA alleging that their onetouch ping meter read inaccurately high compared to a continuous glucose monitoring (cgm) device and also gave an unknown error message. The complaint was classified based on the initial call recording which the medical surveillance specialist listened to. The reporter stated that the alleged product issues occurred at an unspecified time on (B)(6) 2016. At this time the patient obtained a blood glucose result of "583mg/dl" with the subject meter and "202mg/dl" with a dexcom device. When attempting to obtain this subject meter result the reporter also experienced an unknown error message on the subject meter. The reporter stated that the patient manages their diabetes with insulin pump therapy and as a result of the elevated blood glucose result on the subject meter the patient administered an unspecified increased dosage of insulin. The reporter stated that the patient did not develop any symptoms as a result of the alleged product issues, but was treated with food and/or drink by a visiting nurse at their home. No further treatment was required at this time. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and when performing a control solution test, the control solution result fell out with the acceptable range for the test strip lot being used. The patient's products were replaced and requested for evaluation. This complaint is being reported because the reporter stated that the patient required intervention from a healthcare professional after the alleged product issues began.